Event description:
The customer contact reported during testing at the user facility, the audible alarm tone on the device was intermittently weak, crackled, and barely audible. There were no reports of any adverse pt events and no reported delays of critical therapies while the device was in clinical use. No additional information was provided.

Manufacturer narrative:
The device is expected to be returned for investigation. It has not yet been received. This report represents all the information known by the reporter upon query by hospira personnel.